Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix tpn bag leaked. This was identified after filling the bag with an unspecified solution. The leak was found on the back of the bag, where the bag was embossed with a label. There was no damage found to the overpouch or shipping container. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.